Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a cut/cuts in the outer insulation, likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of dislodgement. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during routine follow up this right atrial (ra) lead was explanted due to dislodgement. Additional information from the field representative indicates that the dislodgement was identified on x-ray as the physician noted no slack on the lead. This lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that during routine follow up this right atrial (ra) lead was explanted due to dislodgement. Additional information from the field representative indicates that the dislodgement was identified on x-ray as the physician noted no slack on the lead. This lead was successfully replaced. No additional adverse patient effects. The product is expected to return for analysis.